Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient had a surgery to repair an umbilical hernia. A plastic mesh was implanted. After the operation it never felt right, and eventually the patient had to go back to have the mesh removed after a year of pain and discomfort. When the mesh was removed, it was found to have adhered to the small intestine and the patient had to have several inches of intestine removed along with the mesh. This caused a lot of pain, and since that time the patient's stomach has never felt the same. The patient cannot eat like they used to. The patient had gas and bloating and acid reflux, all of which they never had before. The patient still has pain in the area of the operation even after having a biological mesh placed over the area and the hernia recurred. Additionally, the patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experience adhesions, infection, inflamed fibroconnective tissue, foreign body giant cell reaction, recurrence, and pain. Post operative treatment included revision surgery, repair of hernia with mesh, mesh removal, and bowel resection.

Manufacturer narrative:
Manufacturer reference number: (B)(4). Re-processing information not provided.

Event description:
According to the reporter: the patient had a surgery to repair an umbilical hernia. A plastic mesh was implanted. After the operation it never felt right, and eventually the patient had to go back to have the mesh removed after a year of pain and discomfort. When the mesh was removed, it was found to have adhered to the small intestine and the patient had to have several inches of intestine removed along with the mesh. This caused a lot of pain, and since that time the patient's stomach has never felt the same. The patient cannot eat like they used to. The patient had gas and bloating and acid reflux, all of which they never had before. The patient still has pain in the area of the operation even after having a biological mesh placed over the area and the hernia recurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient had a surgery to repair an umbilical hernia. A plastic mesh was implanted. After the operation it never felt right, and eventually the patient had to go back to have the mesh removed after a year of pain and discomfort. When the mesh was removed, it was found to have adhered to the small intestine and the patient had to have several inches of intestine removed along with the mesh. This caused a lot of pain, and since that time the patient's stomach has never felt the same. The patient cannot eat like they used to. The patient had gas and bloating and acid reflux, all of which they never had before. The patient still has pain in the area of the operation even after having a biological mesh placed over the area and the hernia recurred. Additionally, the patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia. It was reported that after implant, the patient experience adhesions, infection, recurrence, and pain. Post operative treatment included revision surgery, mesh removal, and bowel resection.